Manufacturer narrative:
B3: estimated date..

Event description:
According to the available information, when the kit was opened, the doctor found there was a strange color on the stent itself inside the plastic & sterile pack.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9201966. Checking quality database revealed no anomaly in connection with the described defect. All the work orders regarding the manufacturing of the jj silicone have been checked and no anomaly was detected. In july, we received 2 sealed samples. The 2 stents received were brown in color, especially at the level of the proximal loop, and not yellow as normally for silicone stent. The brown colour is not uniform over the entire surface of the stent. Different tests were realized on the brown jj. The first one was a surface study by xps (x-ray photoelectron spectroscopy) and showed an excessive amount of carbon on the surface. In a second step, some microbiologic tests were performed to identify the source of carbon. No microbiological contamination was found. In addition, no maintenance that could have led to an oil leak (source of carbone) before or during the production of these batches was made. Despite the investigations carried out on these samples, the source of carbon contamination potentially responsible for the color change could not be identified. We are not able to identify any root cause explaining this change of color.

Event description:
According to the available information, when the kit was opened, the doctor found there was a strange color on the stent itself inside the plastic & sterile pack.